Event description:
First of three lasik procedures; original vision -16.5 diopters, dry-eye, bi-lateral lenticonus and eye muscle imbalance present at time of surgery. Both corneas have been unstable since the first operation. Fluctuation of visual acuity since operation -14 years- is so extreme it is affected by light levels, food and drink -physical hydration-, and countless unk factors, such that "best corrected vision" is limited to unpredictable "spots" at unpredictable times, and therefore, glasses are useless. Under optimal conditions, in bright noon sunlight, best vision may be 20/60. Sensitivity to glare is extreme. Night blindness, starburst issues, and contrast sensitivity are also problems. I can drive during daylight hours, but must turn head constantly to improve safety. Everyone has blind spots in both eyes, but since lasik, black suvs tend to appear or completely disappear in front of me on occasion. This does not happen with vehicles that are not black. For 12 years, I had great difficulty reading primarily due to the very small and inconsistent spots of clear viewable are in the eyes. Reading numbers is extremely difficult. Lasik procedure #1 (B)(6) 1997. Lasik procedure #2 estimated - (B)(6) 1998. Lasik procedure #3 estimated - (B)(6) 1998.